Manufacturer narrative:
Results of investigation: on site visit ran an air-o2 regulator differential balance calibration on unit with drifting fio2 (fraction of inspired oxygen) issues. Calibration was completed successfully. Ran ovp. All tests passed required criteria. Unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The o2 sensor was replaced but the problem persist. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was experiencing an issue where the fraction of inspired oxygen percent (fio2) was drifting up. They already replaced the oxygen(o2) sensor but it did not resolve the issue. Patient involvement is unknown as of this time.